Manufacturer narrative:
Despite multiple attempts by email to the customer on 01/31/2025, 02/06/2025 and 02/11/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h has been updated in the current report.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was a report of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.